Event description:
A customer reported that during vitrectomy surgery, the footswitch was not able to control the system. The system was exchanged and the surgery was completed. There was no pt harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add¿l reportable info becomes available. (B)(4).